Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample and multiple photos were provided to our quality team for investigation. Through visual inspection of the photos and sample, a crack is observed along the barrel. A device history review was performed for the reported lot: 2202075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found during any of the inspections. Given the device records to not indicate any issue related to the reported incident, we cannot identify a root cause at this time. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe was cracked with air inlet. The following information was provided by the initial reporter, translated from french to english: crack noted on the body of the syringe with air inlet.